Event description:
It was reported that the customer experienced a past high blood glucose event, with the specific value displayed as "high," though the exact number was not provided. Cause was not known. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi), and no assistance from a third party was required. It was noted that the control iq feature was not enabled during this event, and the customer was not experiencing frequent or recurring high blood glucose levels.